Event description:
New information indicated the patient was stable and would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the right atrial lead continued to exhibit low impedance and out of range capture; the lead was also oversensing that resulted to inhibition of bi-ventricular pacing; a lead fracture was suspected. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the atrial lead exhibited noise, low impedance, and loss of capture. The noise was reproducible. No intervention or patient symptoms were reported. The patient would be monitored.